Event description:
It was reported that the procedure was cancelled. A rotablator rotational atherectomy system was selected for use. During the procedure, the physician found the device contact was poor. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported.